Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a right ventricular outflow tract (rvot) premature ventricular contraction (pvc) procedure, a pericardial effusion occurred which required a pericardiocentesis followed by cardiac surgery to stabilize the patient. The patient underwent the rvot pvc ablation procedure, which was the patient's third procedure with new reduced left ventricle function. After the last ablation, the arrhythmia was no longer evident, however arterial pressure trace was changing beat to beat despite normal sinus rhythm. Fluoroscopy was done to confirm the heart edge and it appeared the diagnostic catheter was able to be placed on the lateral right atrial shadow. A transthoracic echocardiogram was performed which confirmed a pericardial effusion at the rf application site with surgical closure (rvot anteroseptal location). No patient symptoms were noted. A pericardiocentesis was done followed by cardiac surgery to repair the perforation. The patient stabilized and is recovering well. It was noted that the last four rf applications suspended the arrhythmia for approximately 2-5 minutes. One of these had a delta impedance cutoff which could have possibly been the perforation. There were no reported performance issues with any abbott device.